Event description:
It was reported that the device was used during a laparoscopic colon procedure. The device was opened and zero clips came out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel failure. Evaluation summary: the analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, however, the orange indicator was beyond intended position. A batch record review was performed and no anomalies were found during the manufacturing process.